Event description:
It was reported that there is a test error. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and did not confirm the reported problem. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was caused by user error not selecting the pads during the selection prompt. The device remains at the customer site and no further evaluation is warranted at this time.